Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's lead migrated. As a result surgical intervention was undertaken on (B)(6) 2020 where in the lead was repositioned, resolving the issue.